Event description:
Reporter indicated that the pt was scheduled for generator replacement because communication could not be established with the pt's vns generator. During surgery, when a new generator was connected to the existing lead, diagnostic tests indicated high lead impedance. Troubleshooting was performed, and it was determined that the high lead impedance was due to the lead. The lead was then replaced. Product analysis was completed on the returned lead, although the section containing the electrodes was not returned. No anomalies were identified with the returned portions of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.